Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2017. During preparation the gold probe would not work and an error message ¿short circuit¿ was noted on the machine. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.